Manufacturer narrative:
An investigation was conducted: it was reported that a patient underwent an eviva biopsy procedure on (B)(6) 2026. The user reports that the eviva disposable had successfully passed all pre-biopsy checks and testing, and the procedure was initiated. The user further reports that the system was making ¿all the right noises;" however, when they pressed the lavage button, nothing happened and no samples were observed in the tubes. It is reported that "the patient was very distressed that the needle did not work and removed consent for a second attempt." Therefore, the procedure was aborted. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Event description:
It was reported that a patient underwent an eviva biopsy procedure on (B)(6) 2026. The user reports that the eviva disposable had successfully passed all pre-biopsy checks and testing, and the procedure was initiated. The user further reports that the system was making ¿all the right noises;" however, when they pressed the lavage button, nothing happened and no samples were observed in the tubes. It is reported that "the patient was very distressed that the needle did not work and removed consent for a second attempt." Therefore, the procedure was aborted.